Event description:
It was reported that this patient recently experienced syncopal events. Upon a review of the device data, it was confirmed that the syncope episodes were the result of over-sensed myopotential noise and subsequent pacing inhibition greater than two seconds. It was determined that a lead safety switch to unipolar had occurred due to elevated, out-of-range pacing impedance measurements (greater than 2,000 ohms) from this right ventricular (rv) lead. Boston scientific technical services was contacted and recommended a lead revision to ensure adequate therapy delivery. A lead replacement has not yet been scheduled, and the physician reprogrammed the lead configuration to unipolar pacing and bipolar sensing in the meantime. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.